Manufacturer narrative:
The device was returned due to an insertion and signal issue. Visual inspection revealed a fracture at the spiral loop/shaft transition, consistent with the reported insertion issue. Electrodes 1-20 met specifications of acceptable resistance values with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the shaft damage is consistent with damage during use. The cause of the reported signal issue remains unknown.

Event description:
This report is to advise of an event observed during analysis, confirming a shaft fracture on the catheter.